Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 515052, batch: unknown. It was reported by the customer that phaseal optima samples have been leaking. Verbatim: I have additional phaseal optima samples that have been leaking from (B)(6) health. Can someone please provide a shipping label to the appropriate destination to further investigate? Response from bd rep on 08-mar-2024 it¿s an ongoing issue almost daily at parkland. Their devices are leaking at random, sometimes from the same lot number, even with first use and used per IFU. I became aware of the initial leakage on 2/13 and submitted a pir. It happened on several devices when I went in for staged observations, those were the samples I previously shipped. I asked the contact to bag additional leaking protectors and injectors for additional samples to be shared with the platform. - what date did you become aware of these incidents? ¿ originally 2/13, has happened daily since then are you able to provide the material number for these phaseal¿s? 515064, 515052. Are you able to provide the lot numbers? No. Can you provide the number of occurrences? 15+ . Can you provide an event date for each incident? Every day. Can you provide additional details regarding the leakage? Where did the leakage occur? The leaking is occurring at the membrane after disconnection what medication was being used? Chemos & hds ¿ happening on several vials were there any adverse events or was the patient impacted due to the leakage? This was all healthcare worker safety implications, no patient impact how many samples will you be returning? Roughly 5-7 all in one bag. I need a label to send them back. Would you like to be the primary contact for this complaint? Yes.

Event description:
No additional information.

Manufacturer narrative:
No sample injector or photos received for investigation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device, including leakage testing and verification all critical dimensions are within specification.